Event description:
It was reported that the customer experienced a low blood glucose event which required intervention by medical emergency services. The customer did not know the blood glucose reading. She stated that she did not remember what occurred, noting that low blood glucose events tended to occur during the night time. She stated that she performed a set change, after which her blood glucose levels nose-dived. She reported that during the priming process, it sometimes took different amounts to see the insulin come out at the other end. She noted that she skips the last part of the process, stating that if she received any more insulin, she would experienced a low blood glucose event. She was advised to monitor the device and to call if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.